Manufacturer narrative:
Device evaluation follow-up #2 submitted 06/24/2015: the device was returned to animas and evaluated by product analysis on 06/08/2015 with the following results: display is dim/fading/reddish. Unrelated to the complaint, the battery compartment is cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the display screen was unreadable. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 - additional information received on 04/23/2015: the reporter called back and clarified that the display was dim/faded/discolored, but the patient was able to safely read the screen.